Event description:
The pt received his scs sys on (B)(6) 2007 including an ipg. It was reported the pt is no longer feeling stimulation. The pt has forgotten how to use the programmer and has not recharged his ipg in over 6 months. The pt plans to meet with an sjm rep to troubleshoot the issue. Attempt to gather add'l info was unsuccessful. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.